Event description:
On (B)(6) 2013, it was reported to animas that the down and up arrow buttons were not working appropriately. The reporter stated the buttons had to be pressed several times before the pump would respond. The reporter denied recent damage or trauma to the pump and no moisture ingress was reported. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.